Event description:
It was reported that the patient had a lead repositioning revision procedure and passed away the same day. The lead revision was documented in mfg report 3006630150-2021-00364. The cause of death is unknown, but it is not believed to be device related. The revision procedure went well with no issues, and the patient was doing well during recover and was sent home. An autopsy will be performed. Boston scientific has been unable to obtain the results of the autopsy despite good faith efforts.

Manufacturer narrative:
Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7080829 product family: scs-linear leads upn: m365sc2218500 model: scs-linear leads serial: (B)(6) batch: 7079667 product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7023552.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4). Product family: scs-linear leads; upn: m365sc2218500; model: scs-linear leads; serial: (B)(4); batch: (B)(4). Product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had a lead repositioning revision procedure and passed away the same day. The lead revision was documented in mfg report 3006630150-2021-00364. The cause of death is unknown, but it is not believed to be device related. The revision procedure went well with no issues, and the patient was doing well during recover and was sent home. An autopsy will be performed.